Event description:
A facility reported that a healthcare worker was absent from work from the date of the event (B)(6) 2013, as a result of alleged h2o2 skin contact to the hands. It was stated that the hcw was opening a new sterrad 100nx cassette when the contact occurred. The hcw was not wearing ppe at the time of the event. It was further alleged that the hcw did not observe any moisture inside the cassette wrapper. It was stated that the package indicator did not change color. Product has been retained at the facility, however it is not available for asp investigation. The facility is unwilling to provide additional information at this time. In the event additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Product changed to catalog 10144 (sterrad® 100nx cassette) from catalog 10104 ( sterrad® 100nx system). (B)(4).

Manufacturer narrative:
Ni

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch record, trending of the product malfunction code, trending of lot history and system hazard and user misuse analysis. The batch record did not indicate any deviations that would contribute to this reported event. All in-process controls corresponded to the specification. It was also confirmed that the chemical leak indicator turned appropriately when in contact with h2o2. The trend of the product malfunction code skin reaction was completed from february, 2013 to january, 2014 and revealed the overall risk is categorized into "broadly acceptable". The trend of the lot history was reviewed from april 18, 2013 to october 8, 2013 against all product malfunction codes associated with this lot. This was an isolated event. The shuma (system hazard and user misuse analysis) indicates that the residual risk associated with this issue is considered "as low as reasonably practicable". The product supplier inspected the retains product. Six foil-wrapped retains samples were inspected. There was no indication for visible leakage. No anomalies were found in the manufacturing records. The product supplier indicated that probable cause cannot be determined with the available information. Product return is necessary to detect the cause. Product was not returned for investigation.